Event description:
It was reported that the tip of the device broke. Broken piece dropped off into the patient, but it was retrieved. There was no adverse consequence to the patient.

Manufacturer narrative:
Information was not provided by the affiliate, information anticipated, but unavailable at this time.